Manufacturer narrative:
Additional information was received that the reported leak was a user error when the flow sensor was dropped on the floor and reassembled without noticing the leak. The leak condition will be noted in the preop check of the equipment as contained in the user manual. The initial MDR was not reportable.

Manufacturer narrative:
The hospital is not accepting visitors and reports assistance on repair is not needed at this time. Customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported a large leak preventing mechanical ventilation. There was no report of patient injury.